Event description:
The pt reportedly developed a skin flap infection. The pt reportedly treated for ten days with clindamycin. The pt also experienced inflammation and pain at the incision site. The pt was treated with cortisone for twelve days. The pt continues to be monitored.